Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. There was no patient harm.

Event description:
It was reported that during an infusion, a patient was receiving continuous cytarabine. On (B)(6), "day 2" was scheduled to start at approximately 1818. However; at approximately 1400, there appeared to be approximately 400ml left in the bag, this meant the infusion was running about 2 hours behind. Based on the total volume still left in the bag, the rate needed to increase to 100ml/hr to be completed by 1818. The pump was switched out, the rate was not adjusted and the infusion ended approximately 30 minutes late (1841) rather than 2 hours late. Upon completion of the infusion, the total volume documented as infused over the 24 hours equaled more than the total volume stated on the bag. There was no patient harm.

Manufacturer narrative:
The report that an infusion infused slower than expected was not confirmed. Only the device logs and customer dataset were received for investigation. The pcu event log showed that pump module s/n (B)(4) was programmed to infuse drugid 83 at a rate of 66.6ml/hr with a vtbi of 1560ml at 6:18 pm on 17 september 2019 and ran until 2:50 pm on 18 september 2019. The volume recorded as being infused during this period was 1361.368ml. The root cause of the report that an infusion infused slower than expected was not identified.

Event description:
It was reported that a continuous cytarabine 1580ml infusion completed later than expected. The infusion was initiated on 9/17/19 at 1818, and programmed to infuse at 66.6ml/hr. Approximately 4 hours before the expected completion of the infusion, there was 400ml total volume left in the bag, which was 2 hours behind schedule. The physician did not want the infusion rate to increase (100ml/hr) to make up the difference, therefore the pump was replaced and the rate remained at 66.6ml/hr and was not adjusted. The infusion completed approximately 20 minutes late (1837) rather than 2 hours late. The total volume documented as infused over the 24 hours was 1694.88 ml, which exceeded the total volume stated on the bag. D5 ¼ +1k+30 bicarbonate @ 128 was infusing on the other IV fluid channel during the event. There was no patient impact.